Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. Repair status of this system is unk. (B) (4)

Event description:
The customer reported the system shows a black screen. No pt injury was reported.